Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Caller reported patient is scheduled for lead revision, unknown which lead. Caller reported 0-7 lead shows high impedance 40k ohms on all contacts. Caller reported 8-15 lead shows some contacts are in the green zone, but most are in red. The red contacts are 11, 13, 14 avoid, do not use. Lead connectivity test 0-7 lead: do not use, and 8-15 lead shows 11, 13, and 14: do not use. Caller had limited information as to what caused the high impedance due to language barrier. Weight was reported. Records indicate both leads were replaced.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6). Product type: 0200-lead; implant date (B)(6) 2020; explant date (B)(6) 2024; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2020; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6)2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: 2020, explanted: (B)(6)2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the cause was unknown. The issue was resolved by replacing with new leads.